Manufacturer narrative:
G4: 24jun2020. B4: 25aug2020. The allegation of a cracked touchscreen assembly was confirmed by the international technical support specialist. The customer declined to repair this device, and has returned this ventilator back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01apr2020.

Event description:
The customer reported mechanical damage of the touch screen and upper cover of the ventilator. Battery is faulty due to age. There was no patient involvement.